Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Patient isometrics were performed which yielded normal, stable shock impedance measurements. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.